Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between the patient¿s incomplete pd therapy on the liberty select cycler due to patient line is blocked alarms and the hypotension with subsequent hospitalization. The patient did not complete treatment as they refused to reconnect to the liberty select cycler after receiving the alarm. It is unknown if the patient completed any manual exchanges prior to going to the hospital. It was also reported that the patient was bypassing throughout treatment. This could not be confirmed as no treatment data was provided. The patient believes the hospitalization was related to the alarms and not completing treatment. Reasons for hypotension in pd therapy can include hypovolemia, heart failure, and use of antihypertensive drugs. Based on the limited information the liberty select cycler cannot be excluded as causing or contributing to the event as the patient did not complete treatment on the cycler prior to going to the hospital for hypotension.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the hospital for low blood pressure after bypassing throughout the treatment and taking two hours to drain. It was also mentioned the patient was constipated the day they were in the hospital. Additional information was received from the patient¿s peritoneal dialysis registered nurse (pdrn) who reported that the patient went to the hospital (unconfirmed date) due to hypotension. The patient refused to reconnect to the liberty select cycler after receiving patient line is blocked messages and went to the hospital to complete pd therapy. The patient completed pd therapy and no additional hospital course is known, however, it was documented that the patient did not receive any antibiotic treatment. There was no information provided about the reported patient constipation. The patient was discharged (B)(6) 2019 and continues pd therapy on the replacement liberty select cycler with no further issues. Per the pdrn, the patient believes the issues with the liberty select cycler may have caused the hypotension and hospitalization.